Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: the patient underwent implantation of an adept cup and a centpillar tmzf stem in 2008. Whilst out for a walk, he suddenly became unable to walk and was brought to the hospital via the a&e department. Following tests, it was discovered that the stem had fractured, and he was scheduled to undergo a second operation. The surgeon is strongly requesting a thorough investigation into the root cause of the stem neck fracture.